Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, self test. No pump error 42 alarms noted during test. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 42 alarm on (B)(6) 2024 09:25:21.000, (B)(6) 2024 09:25:33.000. File number: 0 26, line number: 7499 1474 7499 1474 2690 7499 483 7499 esf#: (B)(4). Possible hardware error. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, vibrator during visual inspection. Motor passed motor test. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. Unit passed all required test. No pump error 42 alarm noted during testing. However, pump error 42 alarm were confirmed in the pump history download, the motor may have had an intermittent failure that was not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 42 (drive count error boundaries exceeded after movement), device test failed. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving a pump error. Customer was able to clear the error and complete the rewind process but pump did not pass displacement test. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.